Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure, the physician tightened the lead extension connection before checking impedance, resulting in misalignment. Attempts to disconnect the lead extension were unsuccessful, and the issue persisted even after it was cut. Ultimately, the lead extension was removed and replaced with a new device. The patient is recovering well postoperatively. The original device was discarded and will not be returned for analysis.

Manufacturer narrative:
Correction to initial report in block: h11 block d2b; additional applicable product codes: mhy and nhl the lead was not returned for analysis as it was discarded by the medical facility; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaints, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure, the physician tightened the lead extension connection before checking impedance, resulting in misalignment. Attempts to disconnect the lead extension were unsuccessful, and the issue persisted even after it was cut. Ultimately, the lead extension was removed and replaced with a new device. The patient is recovering well postoperatively. The original device was discarded and will not be returned for analysis.